Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during a spiral procedure, the bolt cutter was used to cut a 5 mm schanz screw and consequently caused a fracture of the material on the cutting edge of the instrument with visible fault lines along the blade on both sides.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An internal investigation was performed at synthes EU. The instrument was analyzed for conformance to print specifications and the device history records were researched. No abnormal findings or complaint related issues were identified. The hardness test shows no discrepancies. No product fault could be detected. The investigation has shown that the bolt cutter cutting edge is indeed badly damaged. The exact cause which led to this breakage cannot be determined. It can be concluded that the cause of the occurrence is not due to any manufacturing non-conformances.